Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed that the helix extended and clogged with blood/tissue. X-ray inspection did not reveal any anomalies. After cleaning, the helix could be extended and retracted from the connector pin. The test stylet was inserted in the lead and indicated there was an obstruction; additional analysis found the inner coil clogged with blood. Electrical testing did not reveal any indication of conductor fractures or internal shorts. No other anomalies were noted. The cause of the reported event was isolated to the helix and inner coil being clogged with blood.

Event description:
During a remote follow-up, noise on the right ventricular (rv) lead was noted. An x-ray confirmed that the lead was dislodged. During the revision, a stylet could not be inserted into the lead and the helix could not be retracted. The lead was explanted but not replaced due to patient anatomy. The device was also electively explanted, and the patient is stable with no adverse consequences.